Event description:
The customer tested her blood glucose using her contour usb meter and received a reading of 137mg/dl. She retested using her contour meter and received a reading of 60mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.